Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a lesion in the mid cx artery which has severe tortuosity, moderate calcification and 90% lesion stenosis. There were no abnormalities reported in relation to anatomy. No damage was noted to packaging. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the physician had difficulty when attempting to cross the lesion and pulled back the device to re-balloon. Upon inspection, it was noted that one of the middle struts was deformed. The strut damage is believed to have been caused by lesion morphology and not by the guide used. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th stent wrap, with struts raised. Deformation was evident to the distal tip, with tip appearing kinked. If information is provided in the future, a supplemental report will be issued.